Event description:
See manufacturer# 3004209178200904712. It was reported that the patient experienced no stimulation sensation. The pt increased his stimulation to 10 with no results. The pt programmer responded and adjusted the stimulation. The last time the pt used his stimulation was in early april. The lead impedance measurements were greater than 3,600 ohms. The pt lost stimulation on his left side approx 1.5 years ago due to electrodes 0-3. The therapy was lost on his right side about 1 month ago. The pt was programmed to the right electrodes 8, 9, 10 and 11. Electrodes 9 and 10 were intact. The pt was able to feel therapy on his right side. An x-ray confirmed that everything looked okay. The company rep confirmed that they were able to get satisfactory stimulation with the remaining electrodes. There were no plans for an immediate revision surgery. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).